Event description:
Complainant alleged that during biomed testing, when attempting to increase the device's pacer rate it decreased. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.